Event description:
Individual had allergic reaction to top sheet of a alternating pressure low air mattress. Dates of use: 2008. Diagnosis or reason for use: pressure ulcers. Event abated after use stopped or dose reduce: yes. Event reappeared after reintroduction: yes.